Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to use the instrument release kit (irk) or to adjust the instrument discs while holding the carriage during future occurrences. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the reported event is attributed to improper instrument removal by user. The instrument was forcibly removed while grasping tissue, likely without following proper release procedures.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer had accidentally removed an instrument from the system while it was grasping tissue. The customer had to remove it forcibly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the unspecified instrument is not available for return to isi for evaluation. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding and no blood transfusions administered. The jaws were not stuck closed on tissue and the surgeon/or staff was able to successfully open the jaws intraoperatively and release the tissue. The release key/mechanism was not used. No, another instrument was not used to pry open the jaws. The instrument was removed while still holding the tissue.